Manufacturer narrative:
Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The power setting advice card was not designed to be an exact match-up for the front panel. The "cut" and "coag" modes in yellow and blue are placed first because they are the most commonly used modes. The yellow and blue colors correspond to the button/rocker colors on the electrosurgical pencils which are universally recognized color codes. The "bipolar" is listed last because it is less frequently utilized and does not relate to the yellow/blue color scheme. This is why the mode buttons are white on both the card and the unit. We do not have any other similar complaints on file for this issue and have been selling the forcefx since 1996. The power setting advice card has been in use since 2000.

Event description:
The customer reported that in post-polypectomy, there was a complication of a bowel perforation which the site associated with the introduction of the valleylab force fx machine. They believe it may be related to a misinterpretation of the power setting advice card used with the generator. The sequence of the modes on the card does not match the sequence on the front of the generator.